Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device developed a pocket infection. A revision was performed to remove the right ventricular (rv) lead but it was unsuccessful. Both the device and lead remain implanted and the patient is currently being treated with antibiotics. No revisions are currently planned and the patient will be monitored. It will be later decided if the system is to be extracted. No additional adverse patient effects were reported.